Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. The patient reported that his ins was getting hot. The patient reported that when the battery goes down, the ins gets hot. The patient also reported that is fingers were cramping and hands were swelling that started the last 2 weeks. No further complications were reported.